Manufacturer narrative:
The insulin pump passed the operating currents measurement, self test, rewind, basic occlusion, prime and displacement test. The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Analysis was unable to perform the unexpected restart error, occlusion and no delivery test due to motor error alarm. The insulin pump had minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm on the insulin pump. They cleared the motor error alarm and received a motor position encoder error alarm. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The drive support cap appeared to be normal. The device was not exposed to high magnetic field. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.